Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.

Event description:
It was reported that at implantation, it was not possible to place the implant bed in the usual position due to strong bleeding on the skull. Therefore, it was placed a bit below. After the surgery, the coil did not adhere to the implant, as the patient has long hair, and therefore the implant position showed up as geometrically not suitable. Consequently a second surgery was carried out during springtime this year and the implant bed was re-positioned. This surgery worked w/o another bleeding in the skull and the implant could be placed in a better position. When the implant was re-activated on (B)(6) 2011 the patient felt very strong pain in the face area and pulled off the coil, before testing could be completed. Running single channel stimulation, the patient had hearing sensation and no pain, except when channel 7 was stimulated. Then she had very strong pain in her lips and tongue (stimulation of facial nerve and chorda tympani), an x-ray shows that only part of the stimulation electrode is still in the cochlea (about 0.5 turns). The rest of the electrode is straight and extra cochlear.